Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie received one (1) xifnt3211, (osseotite® tapered certain® implant 3.25 x 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant packaging and internal sterile tray were already opened by the customer; therefore, the condition of the product received by the customer is unknown / non-verifiable. The implant cannot be tested with an in-house biomet driver since the internal drive feature of the implant is in a damaged condition. The coob is non-verifiable. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022050991. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022050991 for similar events and no other complaint was identified. Review completed utilizing keywords: damaged drive feature & fit other the customer did submit four (4) images for the reported events. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during implant placement - customer error. Therefore, based on the available information, a device malfunction did occur. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer is unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the driver tip wouldn't go in. The doctor tried to pick it up with an iipdtus when implanting, but it was difficult to insert the implant more than 2mm and there was resistance. A different implant was used to complete the procedure.